Event description:
A discordant, falsely elevated acetaminophen (actm) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned the result. The patient was redrawn and the new sample was run on the same instrument and resulted lower. The customer replaced a reagent cartridge and then reran the samples, both of which resulted lower than the initial result. The corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated actm result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The redraw sample had resulted as expected prior to replacement of the reagent cartridge and both samples resulted as expected prior to the tsc evaluation. The cause of the discordant, falsely elevated actm result on the initial sample from one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.